Event description:
New information received notes that the lead was capped and replaced on 15 mar 2023. The patient was discharged.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net with over-sensed noise exhibited by the right ventricular lead. The over-sensed noise episodes resulted in pacing inhibition. Programming interventions were made. The patient was stable.